Event description:
Additional information: it was reported that the patient underwent angiogram on (B)(6) 2019 due to continued gi bleeding. The angiogram showed mesenteric ischemia due to celiac artery occlusion and superior mesenteric artery (sma) stenosis. Repeat angiogram on (B)(6) 2019 showed widely patient sma and 80-90% celiac stenosis. The patient was provided blood transfusion.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the momentum 3 clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device- 1 year, 1 month, 11 days. The investigation results will be provided in a subsequent submission.

Event description:
The patient was implanted with left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient was admitted to the hospital on (B)(6) 2019. During the admission, the patient developed thrombocytopenia on (B)(6) 2019 which was possibly related to medication. The patient's complete blood count - platelet was 140 with lowest at 75 on (B)(6) 2019. The patient experienced gi bleed on (B)(6) 2019 and underwent esophagogastroduodenoscopy (egd) with pill cam showing active gi bleeding/oozing. Blood transfusion was given to the patient improving the situation, but the patient was not actively treated for gi bleed. The patient will continued to be monitored.

Manufacturer narrative:
The patient was admitted on (B)(6) 2019 for unknown reason which may be device or therapy related. This is reported under MFR #2916596-2019-03396. Section b3: correction section b5: additional information manufacturer's investigation conclusion: a direct correlation between heartmate 3 lvas, serial number mlp-007442, and the reported events could not be conclusively established through this evaluation. The heartmate 3 lvas IFU lists bleeding as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information on 17jun2019: it was reported that the clinical was not sure whether superior mesenteric artery (sma) and celiac stenosis caused continuous gi bleeding. No treatment was provided. The patient was not given anticoagulant which increased the risks of stroke and pump thrombosis.